Event description:
On starting extracorporeal circulation with hf-6000 and lowering the temperature of the blood, they found that the 02 transfer was inferior, and further on raising it and returning to the normal body temperature of the pt they found that the 02 transfer was inferior, too as attached. While operating the variations of the "pa", 02 values was not observed as the operation was done by hypothermia. In this operation, they used another oxygenators of a standby al-6000 besides the hf-6000.